Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient could not tolerate the lens. The lens was 'overpowered'. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Additional information was provided which indicated an approved cartridge was used with the approved handpiece; however, an unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon stating the power of the initally implanted lens was too strong for the patient. He reported that following the lens exchange, the patient's symptoms have resolved.